Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, the customer consumed carbohydrates to address their bg level. The customer alleged that the pump miscalculated an auto bolus. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the customer's predicted bg level exceeded the 180 mg/dl, which caused control iq to deliver the automatic bolus. The customer acknowledged and continued using the pump for insulin therapy.